Event description:
The physician complained that the stent profile was too small and could not cross the tight de novo lesion in the lad that was 33mm in length in a 3.0mm diameter vessel. There was no reported difficulty in removing the product. As a result, another product was used. Upon analysis of the product, several struts on both the proximal and distal ends were flared. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.